Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an unruptured saccular right posterior communicating artery (pca) aneurysm measuring 20mm x 8mm, the physician reported that the pipeline device became stuck in the capture coil. The capture coil kept the distal tip of the pipeline closed and the distal guidewire broke as it was rotated five times in attempts to release the pipeline from the capture coil. After two attempts to recapture it with a microsnare, the physician decided to leave it in the vessel. Soft hemiparesis and ophthalmoplegia appeared after anesthesia. One week post-procedure, the patient was still experiencing left leg hemiparesis, left arm plegia, dysarthria, dysphasia, and hemianopsia.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it remains in the patient; therefore, the event cause could not be determined. (B)(4).